Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and determined that the sample probe was unable to dispense properly. The cse checked and adjusted the sample probe height. The cse revised the hydraulics of the probe aspiration. The cause of the discordant (B)(4)result is unknown. The cse successfully ran quality controls and samples. The instrument is performing to specifications. No further evaluation of the device is required.

Event description:
A discordant, (B)(6) antibody to (B)(6) result was obtained on one patient sample on a advia centaur instrument. It is unknown if the initial discordant (B)(6) result was reported to the physician(s). The customer reported that the patient was diagnosed (B)(6). It is unknown if the sample was repeated and if a corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant (B)(6) result.